Manufacturer narrative:
Correction: the supplemental MDR #(B)(4) gave investigation results for the wrong batch. (6238566; p/n 305921). The following is the investigation results for the correct batch. The FDA codes remain the same. DHR review for batch 7053948 (p/n 305269): manufacturing dates: 02/28/2017 to 03/06/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7053948 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A 2-second video was received by bd (B)(4). The video shows a 3ml integra syringe inserted into a vial. The needle hub is fully touching the vial¿s cap. The stopper is at the bottom out position with needle visibly inserted in the vial. The outside of the vial is dry. The plunger is not being moved, therefore it is unclear what leakage the end user is referring to. There appears to be an unidentified piece of possibly plastic or string of some sort attached to the hub, but it is not at all clear. Due to the unsteady nature of the video and its extreme short duration, no other details and no defects could be made out upon numerous replays and pauses. Based on the sample evaluation bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
DHR review for batch 6238566 (p/n 305921): manufacturing dates: 08/29/2016 to 08/31/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6238566 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: one photo was received by bd canaan and evaluated. A single safetyglide needle from a reported batch #6238566 (p/n 305921) was attached to a syringe partially filled with unidentified clear liquid. The safety mechanism was engaged and fully extended. The safety mechanism¿s tip was not covering the needle tip, leaving it exposed. The needle was observed to be bent in the direction of the safety mechanism approximately half way down the needle length. No visual defects were visible in the safety mechanism in the photo. The safety mechanism is designed for a single-handed activation. When used as intended, the shield will extend and cover the needle tip completely and will not slip off. The defect observed can result from improper operation of the safety mechanism. Conclusion: based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when giving the injection, the vaccine shot out of the needle shaft causing retraction and mechanical failure. Found during use. No serious or medical intervention noted.